Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 692 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call in the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. It was reported that prior to hospitalization, customer's blood glucose continued to rise despite been connected to insulin pump and insulin pump was delivering insulin. Customer was traveling and would call back upon arrival home in order to continue troubleshooting.